Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump successfully and was advised to continue using the pump.